Event description:
It was reported that a patient underwent a successful balloon kyphoplasty procedure at levels t9 and t10. It was noted that the cement that was injected into the patient was to viscous prior to delivery. There were no bone cement extravasations. The procedure was completed with no patient complications or adverse consequences. No additional information was reported.

Manufacturer narrative:
It was reported that the physician noted the surgery tech had not prepared the cement correctly. Method - device not returned; followed up with company representative. Reference MFR report# 2953769-2010-00394.